Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. The 12x2.75mm quantum apex balloon catheter was advanced to the lesion for post-dilation of a 2.5x30mm non-bsc stent. On the third inflation the balloon ruptured at 20 atms after 20 seconds. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. The physician felt that it was possible the implanted stent's strut or edge was lifted.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the nc quantum apex monorail (mr) device was received. There was contrast in the balloon and wire lumen. Inspection of the balloon revealed a longitudinal tear in the balloon wall material measuring 10mm. The tear started at the proximal markerband and extended distally. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).